Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 9.1 cm. A full breached insulation degradation was noted 4.5 cm from the connector pin exposing the outer coil. No additional anomalies were noted on the lead.

Event description:
This report is to advise of an event observed during analysis.